Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle fell off of one of his sensors. Blood glucose level at the time of this incident was 108 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and found needle separated from sensor base. We were unable to confirm if customer received sensor in said condition due to customer returned sensor opened/used.